Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of sheath torn at the basket portion. Block h11: investigation results the product was not returned for analysis since it was disposed by healthcare facility, therefore technical analysis could not be performed. Device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review of the zero tip basket hazard analysis was completed and confirmed that the event of sheath torn material was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The most probable cause of the reported problem cannot be established due to lack of evidence and without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. Taking all available information into consideration, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that two zero tip basket devices were used during a ureteroscopy (urs) procedure. During the procedure, the basket portion broke off. The same issue occurred with the second zero tip basket device. The procedure was completed with another of the same device with no patient complications. This report pertains to the first of two zero tip basket devices used in the same procedure.